Manufacturer narrative:
Evaluation of the returned red62 confirmed that the device was fractured on its distal shaft. Evaluation revealed that the red62 was stretched and ovalized proximal to the fracture site, indicating that the red62 had been stretched prior to fracturing. If the red62 is retracted against resistance, the device may become stretched, ovalized and subsequently fracture. Further evaluation of the red62 revealed a polymer damage on the surface of the catheter at the fractured distal tip. This damage may have occurred during retrieval from the patient. Further evaluation of the device revealed a kink proximal to the stretched location. This damage was likely due to the manipulation against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a bmx96 access system (bmx96), a stent retriever, and a guidewire. During the procedure, after completing the first pass using the red62 and the stent retriever, the physician removed both devices together from the patient. A fluoroscopy was performed and revealed that the distal end of the red62 was inside the patient. The physician used a penumbra system red72 reperfusion catheter (red72), a microcatheter, and a non-penumbra revascularization device to remove the distal end of the red62. The procedure ended at this point. There was no report of an adverse effect to the patient.